Manufacturer narrative:
Product analysis: visual review confirmed the implant is fractured between ~9 threads from the base of the bone screw head. Optical examination of adjacent surface around the possible area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface severely damaged, likely due to repeated, cyclic impact of the upper and lower portions of the bone screw, post-fracture. Dimensional examination of the major and minor diameters confirmed conformance to print specification. Inconclusive; the extent and severity of the fracture surface damage renders the implant unsuitable for further analysis.

Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog# 75446550 and 510k# k042025 is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation we cannot determine definitive cause of event.

Event description:
It was reported the patient underwent l3-s posterior spinal fusion(l3-4 transforaminal lumbar interbody fusion, l4-5 posterior lumbar interbody fusion) postoperative patient has adjacent segmental disease. Patient underwent revision surgery (transforaminal lumbar interbody fusion at l1/2). When the surgeon removed rod(s) and was confirming screws, s1 screw was found to be broken. The surgeon could remove some part of the broken s1 screw but he could not remove some part of it and it remained in the patient and the surgery was finished. The revision surgery was planned to insert screw at l1/2 and extend fixation range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.